Event description:
It was reported that the insulin pump alarmed no delivery twice during the manual prime process. The blood glucose reading was 115 mg/dl. The customer stated that, upon troubleshooting, a change of reservoir resolved the issue. Advised the customer to return the reservoir for analysis. He also observed a bent infusion set cannula, and he proceeded to change the infusion set. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.